Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not receiving accurate input. It was noted that caller swapped the pen and calibrated but the issue persisted. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touchscreen was not receiving accurate input from the stylus, and the stylus was unable to be calibrated. It was indicated that the display overlay flex connector required reseating, and the stylus was recalibrated to the overlay. It was also indicated that the link electronic module (lem) printed circuit board (pcb) was out of specification electrically. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.